Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 the certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the silicone was cut/torn around the siphon guard. It was also noted that the needle guard was raised. The valve was hydrate. The valve was flushed and leaked from the cut/tear around the siphon guard. The valve was leak tested and leaked from the cut/tear around the siphon guard. The valve was reflux tested and the valve failed leaked from the cut/tear in the silicone housing around the siphon guard. The valve passed the test for programming, siphon guard and pressure. The needle chamber was dismantled; the needle guard was slightly bent, and glue traces were noted on the needle guard and the silicone housing base. The possible root cause for the programing issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programing issues were noted. The root cause for the cut/tear in the silicone housing around the siphon guard is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the "IFU" silicone housing has a low cut/tear resistance. The root cause for the mark noted in the siphon guard are due to a sharp or pointed object coming into contact with the siphon guard. The root cause for the slightly raised needle guard could be due to wrong handling as noted in the "IFU" : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the physician was unable to program the certas valve to the desired setting using both mechanical and etk programmers. As a result, the shunt was surgically removed on (B)(6) 2021. The implant date and patient condition is unknown.